Manufacturer narrative:
Siemens completed investigation for an outside the united states (ous) customer observation of an elevated atellica im high sensitivity troponin I (tnih) lot 108 result that was discordant relative to repeat testing of the same sample. The issue was isolated to this single patient. Return of the patient sample for further investigation is not warranted because discordant result was not reproducible. Quality control (qc) results were within expected ranges at the time of the event. Instruments log files were reviewed by siemens and vacuum issues were identified. Customer service engineer (cse) was dispatched to the account and performed routine instrument troubleshooting including preventive maintenance (pm) and vacuum adjustment. No further issues with tnih were observed after service. Based on the available information, the cause of the discordant result is consistent with an instrument issue in the vacuum. The customer is operational, and the reported issue is resolved by standard troubleshooting actions. Siemens filed initial MDR 1219913-2025-00026 on 21-jan-2025. In section h6 of this report, the investigation finding and conclusion codes were updated based on the investigation results.

Event description:
The customer reports observation of an elevated atellica im high sensitivity troponin I (tnih) result which was discordant relative to repeat testing of the same sample. Lot 108 was in use. An elevated (above reference range) atellica im high-sensitivity troponin I (tnih) result was obtained for a 50-year-old male patient. The result was reported to the physician and questioned. The patient was monitored with a series of follow-up troponin tests; all the other samples produced much lower results (within reference range). The original sample was re-tested on the same instrument and the result agreed with those of the later tests. The lower results were considered consistent with the patient¿s clinical status and accepted as correct. There are no allegations of any adverse patient consequences in association with the event.

Manufacturer narrative:
This incident occurred outside the united states (ous). The ous customer reported an observation of an elevated atellica im high sensitivity troponin I (tnih) result which was discordant relative to repeat testing of the same sample. Lot 108 was in use. Quality control (qc) results were within expected ranges at the time of the event. The assay's instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens is investigating.